Manufacturer narrative:
During servicing for preventive maintenance on 2/13/2024, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The root cause of the error message was an encoder failure, likely attributed to the age of the device. The autopulse platform was manufactured in 2012 and has well exceeded its expected serviceable life of 5 years. Upon visual inspection, no physical damage was noted. The autopulse platform failed the initial functional testing due to the (ua) 45 displayed upon powering on. The encoder drive shaft was rotated to the home position to clear the error. However, after stopping and restarting the platform several times, the (ua) 45 error message was displayed again. This whole process was repeated several times and the (ua) 45 was persistent. The integrated encoder gearbox was replaced to address the observed failure. The brake gap inspection verified the brake gap was within the specification. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(6).

Event description:
During servicing for preventive maintenance on 02/13/24, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.